Event description:
Customer reported a suspected false negative result from using cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge serial number (B)(4) from lot 19996g on cue reader (B)(4)). The customer received positive covid-19 test results from a pcr test on 18-mar-2022 and from binaxnow antigen tests performed (B)(6) 2022. User is 3x vaccinated, is symptomatic and was exposed to other individuals who had contracted covid-19. The cartridges were stored at the recommended temperature range after delivery.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes for the reported suspected false negative result from cue covid-19 test for home and over the counter (otc) use. Root cause was undetermined.

Manufacturer narrative:
Update to b5: additional information regarding alternate testing added. Update to b6: additional information regarding alternate testing added. Update to g4: PMA/510(k) number added.

Event description:
Customer tested positive with a binaxnow antigen test on (B)(6) 2022, (B)(6) 2022, (B)(6)2022 and (B)(6) 2022. Customer also tested positive with a sars-cov-2 pcr test on (B)(6) 2022 and (B)(6) 2022. Customer experiencing symptoms and states they had a known exposure. Cartridges stored within the validated temperature range. See related cases for additional false negative results.